Event description:
The rn phoned to report that the lead may have perforated the pt's right ventricle. She stated that the physician was unable to reposition the lead and made the decision to implant another lead. The lead was explanted.